Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: 1.3.2. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the surgeon was registering the patient, the surgeon was unable to get minimum trace after collecting a large quantity of points. It was noted that the instrument was tracking the entire registration. The surgeon stopped tracing and when he removed the instrument from the field, the trace bar filled up. The trace points appeared on the model and a registration metric was calculated to be 0.8mm. The surgeon then checked accuracy and it was very inaccurate, the surgeon then aborted the use of the navigation system. There was no impact on patient outcome and the issue caused a less than one hour delay.

Manufacturer narrative:
H3. The system was serviced in the field, and the system performed as intended. No hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there was insufficient information to determine if the issue came from a software anomaly. Codes b01,d14 are applicable and previously reported. Code c13 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-apr-28 00736820 (rep, hcp): medtronic received information regarding a navigation system. It was reported that when the surgeon was registering the patient, the surgeon was unable to get minimum trace after collecting a large quantity of points. It was noted that the instrument was tracking the entire registration. The surgeon stopped tracing and when he removed the instrument from the field, the trace bar filled up. The trace points appeared on the model and a registration metric was calculated to be 0.8mm. The surgeon then checked accuracy and it was very inaccurate, the surgeon then aborted the use of the navigation system. There was no impact on patient outcome and the issue caused a less than one hour delay.